Event description:
Physician was using the autosuture endo clip iii, and it did not function properly. Jaws became misaligned and the clips were not forming properly. A second endo clip was opened to finish procedure.manufacturer provided rga for product return evaluation.